Event description:
Customer reported the monitors are showing signs of fading. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitors. System operates as intended.